Event description:
Event description guidant received information that this pacemaker and left ventricular lead were recently implanted. Today, the left ventricular lead impedance is greater than 2500 ohms. There could possibly be a loose set screw.